Manufacturer narrative:
H.6. Investigation summary: four sealed samples of item 300869 lot 1411210 were returned to our quality engineer for investigation. Through visual inspection, the thumb press was noted to be broken in all samples. The broken pieces are inside the sealed blisters, verifying the damage was produced after the syringes were packaged. A device history was performed and found no no-conformances related to the reported issue during production of batch 1411210. Product is visually and functionally tested throughout the manufacturing process according to procedure. Although no direct issues were identified, it is possible this issue occurred during transportation of the product. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that 4 bd plastipak¿ luer-lok¿ syringes were found with broken plungers before use. The following information was provided by the initial reporter: "broken plunger."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd plastipak¿ luer-lok¿ syringes were found with broken plungers before use. The following information was provided by the initial reporter: "broken plunger".